Manufacturer narrative:
Additional information was provided in section b5 describe event or problem.

Event description:
It was reported that during preparations for a farapulse procedure to treat persistent atrial fibrillation, a faradrive sheath was leaking from the hemostatic valve. The sheath was replaced with a similar device, and the procedure was completed. No patient complications were reported. The devices is expected to be returned for analysis. It was further reported that no damage to the luer was observed. The sheath was irrigated with a manifold attached to a bag. Nothing had been inserted into the sheath when the leak was first observed. A farawave catheter was later inserted, which caused the sheath to leak even more. No air was observed in the sheath. The device has been returned for analysis.

Event description:
It was reported that during preparations for a farapulse procedure to treat persistent atrial fibrillation, a faradrive sheath was leaking from the hemostatic valve. The sheath was replaced with a similar device, and the procedure was completed. No patient complications were reported. The devices is expected to be returned for analysis. It was further reported that no damage to the luer was observed. The sheath was irrigated with a manifold attached to a bag. Nothing had been inserted into the sheath when the leak was first observed. A farawave catheter was later inserted, which caused the sheath to leak even more. No air was observed in the sheath. The device has been returned for analysis.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported sheath leak was confirmed. The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the hemostatic valve, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of leak is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause traced to device design and supporting evidence that came to this conclusion. Boston scientifics investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically was likely attributed to the device design. A corrective and preventive action (CAPA) investigation was initiated to further evaluate these events and determine the root cause.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparations for a farapulse procedure to treat persistent atrial fibrillation, a faradrive sheath was leaking from the hemostatic valve. The sheath was replaced with a similar device, and the procedure was completed. No patient complications were reported. The devices is expected to be returned for analysis.